Event description:
Information was received indicating that a smiths medical cadd-ms 3 pump lost programming. No adverse patient effects were reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a cracked rear housing at syringe holder. The customer stated problem was duplicated. Upon power up, the device was found to be on programming default which is the customer complaint issue. It was determined that the aaa battery was not replaced as soon as possible when a pump gives low battery notifications by user. Recommended to replace aaa battery as soon as possible when a pump gives low battery notifications. The cause of the reported problem was traced to user error. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.